Manufacturer narrative:
Additional information received on 11mar2016 from the initial reporter and includes: pathogen results: staphylococcus epidermidis. On 18mar2016, the medical affairs director performed a clinical evaluation and commented as follows: according to report, this revision was caused by infection. No reason to suspect that a faulty device originated it. Ceramic head and liner involved in this complaint: are not marketed in the USA and they are manufactured by ceramtec (B)(4). The manufacturer provided a document review of the ceramic components on 24 march 2016 with the following summary: the component properties and microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect or not conformities regarding sterilisation. Batch review of medacta products performed on 29 march 2016. (B)(4).

Event description:
Revision because of infection. The CT-scan also showed fracture of the medial part femur. On (B)(6) 2016 all implants will be removed. We will not receive them back for investigation.

Manufacturer narrative:
On 27 may 2016 it was prepared a final report with the information already submitted in the initial report.on 31 may 2016 the report was sent to the initial reporter and the case was closed.